Event description:
Related manufacturer reference number 3006705815-2024-00228 it was reported that the patient underwent a system replacement on (B)(6)2023, the patient experienced high impedance on both leads preventing effective therapy. On (B)(6) 2023 during the procedure physician confirmed (B)(6) lead contacts marked high impedance. Both leads were replaced, therapy restored.

Manufacturer narrative:
The event of high impedance was reported to abbott. The physician elected to replace the entire system due to high impedance on the leads and the age of the ipg. The patient has effective therapy post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.